Event description:
It was reported prior to an unspecified procedure, a tip separation occurred. After removing the maverick2 monorail 9mmx 2.5mm balloon from it protective hoop and withdrawing the wire mandrel from the wire lumen, the distal tip of the balloon catheter separated from the balloon shaft. There was no patient contact with the device. The procedure was completed with another of the same device.